Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Examination of the returned device confirmed the reported event. The two larger posts were chipped with material missing. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the plastic on the handle of the attune spacer block is chipped. No impact on case.